Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Reportedly, the customer continued using the pump for insulin therapy. Additionally, the customer experienced difficulty charging the pump with the usb cable. The customer successfully charged the pump with an alternate cable. Replacement cable was sent to customer. The customer¿s blood glucose was between 92-95(mg/dl).